Manufacturer narrative:
Vyaire complaint number: (B)(4). Vyaire medical's field service team was able to duplicate the customer's reported issue. Customer will order replacement of defective device.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the screen on the vela ventilator went out and began to make a strange noise while in use on a patient. Additionally the tidal volume was not sustained. The therapist was present when the event happened and the patient was moved to a different ventilator. The customer stated there was no harm to the patient.